Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported experiencing high blood glucose for a couple of nights. First night blood glucose was 450 mg/dl next night 418 mg/dl. Customer reported the insulin pump did not deliver insulin during a basal and since customer takes small amounts of basal the device will not alarm no delivery. Customer current blood glucose was 515 mg/dl, treated with manual injection. Customer was advised to disconnect at quick release. Customer was advised to perfume a fixed prime and insulin did exit. Customer corrected blood glucose was 418 mg/dl. Customer was unable to remove the set to examine the cannula. Customer's blood glucose lowered to 358 mg/dl. Customer performed a bolus and stated she felt the insulin come through. Customer was advised to change the site as soon as possible. No further information reported.